Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked on the cystic artery. The surgeon wiggled the device off the artery. There was no tissue damage reported to the rep. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.